Event description:
It was reported that in a patient with an implanted pacemaker, there was in-appropriate mode switch due to far r wave over sensing. Programming changes were made to resolve this issue. No patient symptoms were associated with over sensing.